Event description:
Patient was revised due to poly wear. The products implanted together were incompatible. The doctor thinks that might have accelerated the poly wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.